Event description:
Information received with return of the explanted device notes that the patient came into the hospital with dizzy spells. The device exhibited far field sensing of the atrium on the ventricular channel. Although the oversensing was corrected when the sensing configuration was programmed to unipolar ring, the pacemaker system was replaced.